Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a dependent patient presented for a non-related pocket revision due to pocket erosion, noise and a two second pause of pacing during cautery were observed. Programming changes were made and the plasma blade was set from cut-mode to coag-mode. The pocket was revised, and the device remains implanted. The patient was recovering normally post-procedure.